Event description:
It was reported that during a polypectomy procedure, the wire of the device disconnected inside the pt. The device was removed and replaced with a similar device. The device was returned for evaluation. The evaluation of the returned device found that the snare loop assembly, including the loop coupling, had detached from the device's inner cable. The loop coupling is crimped at both ends to restrain the loop and coupling. The crimp indentation for the cable was evident in the coupling. The inner cable was capable of being advanced and retracted via the handle assembly. The cause of this complaint is unk.